Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. There was an error code found in the log file. Laboratory analysis was unable to reproduce fan malfunction but was replaced as preventive. The floppy drive was intermittent. All affected components were replaced. The programmer passed all incoming tests.

Event description:
Boston scientific received information that this programmer's fan stopped working and it was overheating and powering down. The programmer will be returned. No patient involvement.